Manufacturer narrative:
As reported in a research article, after the valve was implanted paraprosthetic leak was noted, and four years later stenosis and slight leak was noted. The patient was hospitalized due to degeneration of the valve and the patient passed away due to unknown causes about 3 months later. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that in december of 2014, a 21mm trifecta valve was implanted in 81 year old patient with tight calcified aortic stenosis and dyspnea. Post-operative transthoracic echocardiogram (tte) showed non-stenosing aortic bioprosthesis, medium gradient at 11mmhg, minimal aortic leak that was suggestive paraprosthetic, but had poor visibility, and correct left ventricle systolic function with an ejection fraction of 60%. In addition, there was mitral flow in arrhythmia; no pulmonary arterial hypertension (pah) and no pericardial effusion. On 6 september 2018, echocardiography showed probably bioprosthesis degeneration of medium stenosis and slight leak. On 11 september 2018, the patient was hospitalized due to cardiac decompensation due to probable degeneration of the valve. In december 2018, the patient passed due to unknown causes.